Event description:
It was reported that the female patient had liver dysfunction and incipient sepsis. At 0600am in 2008, a quad lumen central venous catheter was implanted. Catecholamines were applied to support the blood pressure. A bolus of noradrenalin was applied to flush the lumen for measurement of the central venous pressure. The systolic blood pressure increased up to 210mmhg. The catheter was exchanged at 3pm and a new one was placed. In the meantime the patient had multiple blood pressure fluctuations, there were the inconveniences of the catheter exchange and inconsistency by the administrations of the drugs. The user applied bypass high dose noradrenaline over a peripheral vein.

Manufacturer narrative:
Sample will not be returned for evaluation.